Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states tilt frame that has screws with metal seat pan. Screw that goes into center of tilt frame. Allegedly the tilt frame has broken right in center. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.